Event description:
It has been reported to philips that the azurion system c-arm cannot be moved. The device was in clinical use. No patient or user harm reported. A philips field service engineer (fse) inspected the system onsite and calibrated the c-arm which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the issue occurred during coronary diagnosis and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the c-arm was not able to move. Upon further troubleshooting action, fse found that the c arm longitudinal cannot move there was error in the geometry movement which was partly available. Fse restart the system c arm function back to normal. After restarting system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.